Event description:
Prior to a coronary stent procedure, foreign matter was found inside the sterile package. Upon opening the package, a hair or black wire was noted on the catheter. No pt injuries or compilcations were reported.